Event description:
It was reported that the patient developed a staphylococcus aureus infection at the epidural space as well as sepsis. Symptoms of altered mental status and increased pain were noted. The physician confirmed that the infection was not procedure related, however, the cause of infection and if it was device related were unknown. The patient underwent a spinal cord stimulator (scs) system explant procedure and had fully recovered. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 21361088, UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 20908752, UDI: (B)(4).